Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. The event is most likely user related, due to the off label neck measurement of 57mm (should be 18-32mm). Additionally, the concomitant use of a non endologix stent in the left renal artery also contributed to this event. Procedure related harms for this event could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure (multiple coiling). The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) years post initial procedure, a type 1a endoleak was identified. A secondary procedure was completed. The physician elected to implant 11 codman helipaq coils (non - endologix) to resolve this event. The patient was as doing well post intervention.